Event description:
It was reported that on (B)(6) 2016, patient underwent implant procedure. On (B)(6) 2019, the patient underwent hardware removal due to infection. Devices removed were one (1) sterile titanium cannulated tibial nail, one (1) 5mm dual core locking screw, and an unknown quantity of 5mm locking screws. Procedure was successfully completed with no surgical delay. Patient status is okay. This report is for unknown quantity of unknown 5mm locking screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for unknown quantity of unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown locking screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent implant procedure. On an unknown date, the patient underwent removal of an infected tibial nail. Devices removed were one (1) sterile titanium cannulated tibial nail, one (1) 5mm dual core locking screw, and an unknown quantity of 5mm locking screws. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for unknown quantity of unknown 5mm locking screws. This is report 3 of 3 for (B)(4).